Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that they were experiencing vomiting episodes during and after treatment. It was also reported that the pt is having an upset stomach along with an umbilical hernia.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates that the nausea event and the umbilical hernia info were provided as relevant recent pt history. The reported umbilical hernia was first diagnosed when pt was doing capd and prior to pt started ccpd. No surgical interventions. These events predated the cycler complaint. A device history record was extracted and device met requirements. The actual device was returned for evaluation and determined to be functioning according to product specifications. The simulated treatment was performed and completed without any failures or problems. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.